Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a 1-year-old female patient who received gsk toothbrush (dr best erste zaehne) toothbrush for product used for unknown indication. On (B)(6) 2020, the patient started dr best erste zaehne at an unknown dose and frequency. On an unknown date, an unknown time after starting dr best erste zaehne, the patient experienced suffocation (serious criteria gsk medically significant), retching, vomiting and product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the suffocation, retching, vomiting and product complaint were unknown. It was unknown if the reporter considered the suffocation, retching and vomiting to be related to dr best erste zaehne. Additional details: initial and follow was processed together. The consumer (patient father) had reported that he had to do this because his child has just almost suffocated from loose bristles of a toothbrush. We bought the new toothbrush during the weekend and used it for the first time today. His daughter was 1 3/4 years old and brushes her teeth under the supervision of her mother. Several bristles detached from the brush head and his daughter was retching for several seconds until she finally vomited .it was seconds of terror, but then we saw the vomiting bristles (about 4-5). In opinion, something like this shouldn't happen! If she had somehow inhaled the bristles while breathing in the air, she would have suffocated by it. This was a single case so that no child will suffocate due to that. Follow up information was received from consumer on 07 apr 2020. No new information was received. The follow up received from qa report on 20 apr 2020 from qa department. The lot code is given in qa report as s0028504s. The review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The product complaint was classified as unsubstantiated. Follow up information received on 04 may 2020: no new information was received case routed as non significant follow up. Follow up information received on 10 jun 2020 from the quality assurance department regarding the notification number: (B)(4) and s0028504s lot number. The root cause analysis includes visual and microscopic inspection, view of product review. Product was monitored and documented by production control in each shift. Deviations were not documented. The inspection showed traces of squeezes at the filaments, head back were damaged. The damage at the filaments was obviously caused by biting on the filaments of toothbrush. Individual filaments of a bundle could thus be extracted during the brushing. Review of relevant manufacturing or packaging batch records were done. The toothbrush was manufactured according to current specifications. No recall had been started by this article. This complaint was not due to production error. No corrective action was taken. No manufacturing error had been detected. Quality assurance analysis revealed that the product complaint to be unsubstantiated.

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case (B)(4).

Event description:
Almost suffocated from loose bristles [suffocation]. Retching for several seconds [retching]. Vomited [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a (B)(6) year-old female patient who received gsk toothbrush (dr best erste zaehne) toothbrush for product used for unknown indication. On (B)(6) 2020, the patient started dr best erste zaehne at an unknown dose and frequency. On an unknown date, an unknown time after starting dr best erste zaehne, the patient experienced suffocation (serious criteria gsk medically significant), retching, vomiting and product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the suffocation, retching, vomiting and product complaint were unknown. It was unknown if the reporter considered the suffocation, retching and vomiting to be related to dr best erste zaehne. Additional details: initial and follow was processed together. The consumer (patient father) had reported that he had to do this because his child has just almost suffocated from loose bristles of a toothbrush. We bought the new toothbrush during the weekend and used it for the first time today. His daughter was (B)(6) years old and brushes her teeth under the supervision of her mother. Several bristles detached from the brush head and his daughter was retching for several seconds until she finally vomited. It was seconds of terror, but then we saw the vomiting bristles (about 4-5). In opinion, something like this shouldn't happen! If she had somehow inhaled the bristles while breathing in the air, she would have suffocated by it. This was a single case so that no child will suffocate due to that. Follow up information was received from consumer on 07 apr 2020. No new information was received. The follow up received from qa report on 20 apr 2020 from qa department. The lot code is given in qa report as s0028504s. The review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem.a trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article.further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The product complaint was classified as unsubstantiated.